Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The microcatheter was returned with concomitant device (stent) inside. Analysis found the microcatheter was kinked, likely causing a weakness in the catheter shaft, and there was a hole in the shaft which appeared to be from the stent¿s broken delivery wire. Additional information from the customer indicated the patient¿s anatomy was quite tortuous and resistance was encountered advancing the stent. It is likely the reported resistance and subsequent damages to the device was due to procedural factors encountered during procedure. As such, cause traced to component failure was assigned to this event.

Event description:
Analysis of the returned device found there was a hole in the catheter shaft; there was no clinical consequence to the patient as a result.